Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient outcome could not be conclusively determined through this evaluation. The account reported that no further information was available. (B)(4) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Death is listed in the heartmate ii lvas IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022. Due to hospital privacy laws, no further information could be provided.